Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found most of the solder joints on the ECG (electrocardiogram) connector had disturbed solder, including three of the four ground connections. The power cord bay was also scratched up and lower case feet worn. (B)(4).

Event description:
The programmer was returned to the manufacturer after being exchanged for another programmer. It was analyzed and tested out of specification. There was no patient involvement.